Manufacturer narrative:
Result: the reperfusion catheter 3max was fractured approximately 65.5 cm from the hub in the proximal shaft. The break site shows evidence of material deformation and stretching of the polymer. This break did not occur at a junction location. The break was in the middle of the polymer. Conclusion: the complaint has been evaluated. The complaint indicates that a technician noticed a "faded line" in the catheter after removal from the packaging. The technician continued to prepare the device for use and the penumbra system 3max reperfusion catheter fractured. Evaluation of the returned device confirmed a fracture in the proximal shaft of the penumbra system 3max reperfusion catheter. This type of damage typically occurs when the device is improperly handled during removal from its packaging or during preparation for use. If the catheter is removed from the package hoop at an angle, the shaft may fracture due to excess force and bending of the catheter. Based on the description of the event and the evaluation of the returned device, it appears that the catheter was stretched during removal from the packaging, creating what appeared to be a line of reduced color in the polymer material. Continued manipulation of the catheter during device preparation caused the polymer shaft to stretch further and eventually yield and fracture, as evidenced by the stretched and deformed polymer material noted during the device visual analysis. The 3max reperfusion catheters are 100% visually inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. During preparation for the procedure, it was noted that the 3max reperfusion catheter had a faded line while removing it from its packaging. While preparing the 3max reperfusion catheter for use, it fractured along the faded line. A new catheter was used to complete the procedure.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.